Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, a 980 ventilator generated an inoperable diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se changed the inspiratory flow module printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.